Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (date not reported). It is unknown whether reimplantation is planned as of the date of this report, (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.